Event description:
It was reported that the patient was hospitalized with hyperglycemia. The personal diabetes manager (pdm) was stuck on the loading screen and the patient was unable to use to pdm for insulin delivery. The patient switched to insulin injections. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) a few hours after being unable to use the pdm. The patient was feeling unwell and went to the hospital where the patient was given 45u of tresibla and 3u of novo-rapid and was monitored for a few hours. The patient was released after approximately six hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.